Event description:
Patient reported rupture" and "textured to smooth implants". Later, patient reported capsular contracture, baker grade iii. This record is for a right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Patient reported rupture" and "textured to smooth implants". Later, patient reported capsular contracture, baker grade iii. This record is for a right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "MRI confirm rupture" and "textured to smooth implants". Later, patient reported "encapsulation baker grade iii". Healthcare professional later confirmed leak confirmed via MRI and capsular contracture - baker grade iii and exchange of textured device due to patient's concern with product. This record is for a right side. Device has been explanted.